Manufacturer narrative:
A system displaying ¿low battery warning¿ message was reported to abbott. No intervention is planned. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The reported event of replace generator soon message was confirmed. As received, the battery voltage was below the eri voltage threshold and the ipg had declared end of service (eos). A review of the ipg diagnostic logs revealed that the ipg was recovered on (B)(6) 2020 after entering the service application state on (B)(6) 2020. Per event details, there was no report of any unrelated procedures that could have caused the service app condition that occurred on (B)(6) 2020. When the device recovers from the service app state, the data logs prior to the recovery are lost. An accurate estimate of longevity cannot be performed since patient programming history logs were erased due to the recovery on (B)(6) 2020. An ipg that enters the service application state can cause a higher battery capacity consumption that can deplete the battery faster than normal.

Event description:
Additional information received, indicated that the patient underwent surgical intervention. Where in the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's controller is displaying the elective replacement indicator error message indicating that the patient's ipg is approaching its end of life, the device has enough voltage to provide therapy, but surgical intervention may take place to address the issue.